Manufacturer narrative:
The tech replaced the power control module to repair the bed.

Event description:
Info received indicates the head function is not working and will not go up or down when the function switch is pressed.